Event description:
It was reported that a user on day four of ilet pump use experienced nighttime low glucose and received education on correct meal announcement protocol while following a low-carbohydrate approach. Symptoms included hypoglycemia with a reported glucose value of 78 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting with user education. Investigation of this case revealed an unclear cause of hypoglycemia with no device malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.